Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that the patient experienced an increase in pain and it was discovered via x-ray that the right lead had advanced 2 electrodes cephalad. There were no contributing factors identified. The impedance check was normal, and the stimulation coverage was still in the correct pain areas. There were no further complications reported or anticipated.